Event description:
A device was used during an anterior resection. The device fired malformed staples and it did not completely cut the tissue. Another device was used to complete the case. There was no patient consequence.